Event description:
It was reported that when using the bd pyxis¿ es server new medication was added to the epic formulary but did not appear in the approval queue for verification. The customer was unable to add or approve the medication, indicating that the item was not crossing over from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system medication failed to cross over. A technical support specialist (tss) informed the customer that a formulary interface between epic and pyxis is required for medications to automatically cross over to the pyxis formulary. The customers pharmacy informatics team confirmed that no formulary interface exists between epic and pyxis, which is why the medication was not appearing in the approval queue. The system functioned as intended after the technical support specialist assessed the device.